Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9168996. All inspections were performed per the applicable operations qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle medication could not be injected properly. There was no report of patient impact. The following information was provided by the initial reporter: stated, he does not think he's getting his complete dosage because a "bump" forms under his skin when taking injection or leaks out.

Manufacturer narrative:
Awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle medication could not be injected properly. There was no report of patient impact. The following information was provided by the initial reporter: stated, he does not think he's getting his complete dosage because a "bump" forms under his skin when taking injection or leaks out.